Event description:
It was reported that the customer's insulin pump alarmed during rewind. The blood glucose reading was 4.4mmol/l. Troubleshooting was performed, and the drive support cap appears to be slightly indented. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube.